Event description:
It was reported that the right ventricular (rv) lead generated an audible alert and was found at revision to have high impedance. The lead was revised but then later was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4196, implantable pacing lead; 3830, implantable pacing lead. (B)(4). Lead not received by manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.